Event description:
The site communicated that the patient was transplanted. The device will be returned for evaluation. No additional information was reported.

Manufacturer narrative:
Section b2: correction. Section d10: correction - the pump was returned on (B)(6)2019. The percutaneous lead segment was returned on (B)(6)2019. Section d7: correction - date of explant was communicated as (B)(6)2019. Hence (B)(6)2019 is used as date of explant. Section h3: additional information. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of pump off alarms, a specific cause for the events could not be conclusively determined through the evaluation of the returned portions of the driveline from the driveline repair and heartmate ii lvas, serial number (B)(6). Based on previous complaint history, the log file findings could be indicative of a potential driveline issue. The submitted log file captured several low speed hazard alarms and pump stops on (B)(6)2019 from 08:30:32 pm through 08:36:53 pm while the system controller was connected to a power module. Low flow hazard alarms were also observed during these events, associated with the low speed hazard events. A distal end driveline repair was performed on (B)(6)2019 and the replaced portion was returned in a segment measuring approximately 15.5¿. Segments of silicone and bionate material were returned, measuring approximately 5¿ and 4¿, respectively. Segments of all 6 wires were also returned, measuring approximately 1.5¿ to 3¿ in length. Metal braided shield breakdown was observed adjacent to the metal connector, and minor metal braided shield breakdown was observed along the remainder of the driveline segment consistent with the duration of use. Visual inspection of the underlying wires and the 6 wire segments revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. The patient remained ongoing on an ungrounded patient cable or battery power following the driveline repair until he was transplanted in (B)(6)of 2019. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A distal segment of the driveline measuring approximately 29¿ was also returned, and the remainder of the driveline was not returned. The layers of the previous driveline repair appeared unremarkable. Metal braided shield revealed breakdown was observed adjacent to the nipple of the pump housing and approximately 23¿ from the pump housing. Visual inspection of the underlying wires revealed no conclusive evidence of damage or wear to the insulation which would have contributed to a functional issue. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 9 months 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was being evaluated for a heart transplant when the vad coordinator was paged about a pump off event. The data showed a speed drop and a pump stop while attached to the power module on (B)(6) 2019 from 20:30 to 20:36. This type of behavior has been linked to potential issues with the percutaneous lead. The patient had a forty pound weight gain since the time of implant; they are currently volume overloaded, which is a significant component to their current weight. On 05 jul 2019, manufacturer tech services arrived on-site for the driveline evaluation/repair. They performed the repair ~3" inches from the exit site. After the repair, the patient was tethered on to a grounded patient cable without issue. The removed percutaneous lead was returned for evaluation. No additional information was reported.